Event description:
This valve was implanted and then explanted and replaced with a smaller size (27mm). Thee was "nothing wrong with the valve, it was too large for the pt's annulus". A hole in the "atrioventricular area" occurred and the pt died shortly after leaving the or.